Event description:
The customer reported that when the device jaw was locked, the device activated even without pushing the activation button or footpedal. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2010. The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.